Event description:
Per drive devilbiss healthcare MDR #2438477-2024-00004: drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that the rear wheel fell off, causing her to fall and hit her shoulder and head on the kitchen table. Paramedics responded to the scene but the end user refused to go to the hospital. The end user was eventually diagnosed by her physician with a torn deltoid muscle in her left arm and an injury to her quadricep muscle, and is receiving physical therapy. Drive devilbiss is currently investigating the incident, including attempting to retrieve the device for evaluation. An update will be filed if additional information becomes available.